Event description:
Urgent medical device recall from manufacturer storz, for single use flexible intubation video endoscope for single use- field safety notice: #200873725. The (B)(6) medical center has 3 currently in stock. Products have never been used on a patient thus there was no patient harm. FDA safety report ID# (B)(4).